Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they went to use their therapy and it seems like "none of the controls are working". Pt stated that it hurts to try to adjust stimulation. Pt reported that it feels as though all of the stimulation is going down their left leg and not as much in the right leg. Pt mentioned trying to switch to another group to target their right leg and didn't feel any stimulation at all. Pt stated that even after they decreased stimulation, the stimulation would increase again on its own. Pt stated that they noticed the issues with stimulation about 2 days ago. The patient was redirected to their healthcare provider to further address the issue. Additional information was reported that pt has not been getting the desired pain relief from the spinal cord stimulator; pt mentioned therapy is not working and is causing a lot of pain. Pt mentioned they had lost a lot of weight and the ins is moveable below the skin and ins poking out. Pt mentioned theins is digging into muscles and pt is having a hard time sitting - pt has had several epidurals. Pt mentioned visiting with a mdt rep(asked/unknown name) in late 2019 or early 2020 to address the lack of pain relief from therapy; mdt rep made adjustments, but pt mentioned the adjustments "did not work." Pt reported that ins does not give any therapy down right leg and "c onstantly changes frequency" in left leg; pt mentioned losing a lot of sensation in right leg. Pt has informed a health care provider (hcp) about issues with therapy, but does not currently have a pain management hcp. The patient was redirected to their healthcare provider to further address the issue. The pt will be having a procedure on (B)(6) on lower back to address pain in back; pt has stenosis and procedure will focus on l5 segment of back.